Event description:
Procedure: bypass. According to the reporter: the staples did not close after they were fired. The procedure was converted to open to address the problem.

Manufacturer narrative:
Initial report sent to FDA on 06/19/2008.